Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (B)(4) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the balloon failed during prep. Another mynx vascular closure device was used to achieve hemostasis. The patient was not hospitalized. Additional information: the balloon lost pressure at prep. At prep, the black marker on the inflation indicator was not fully exposed. In the doctor's opinion, the event was caused by the mynx device/procedure because the balloon would not hold inflation during prep. Procedure type: intervention peripheral vessel size: 6 mm sheath size: 6f stick location: medium vessel type: arterial.